Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The drive circuit was lubricated, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system would not ventilate. There was no report of patient involvement.